Event description:
Implant date: 2001. Pt alleges that after implantation, the device broke and that they subsequently suffered severe injuries. It is not known what exactly these injuries were. Not reported to have been explanted.